Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer's clinical data file was returned. Review of the device clinical data file showed no evidence to confirm the device advised shock for a non-shockable rhythm. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.